Event description:
Medtronic received a report the markings on the flange of the tracheostomy tube had worn off. The customer stated the size and color code were not legible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.